Event description:
Reporter alleged discrepant back to back blood glucose results of 16 mg/dl versus 99 mg/dl and 166 mg/dl versuse 66 mg/dl when the comparatives were performed 1-2 minutes apart on the advantage system. Customer stated not having any high or low glucose symptoms during the time of testing, however, the location of the testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.